Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that insulin pump was alarming and display screen was flashing in white with no graphics on display screen. Customer went swimming but there was no visible signs of fluid in battery compartment. Screen was still flashing white after battery change. Insulin pump also began to vibrate when put in storage mode. Customer's blood glucose was 12.2 mg/dl. Insulin pump would be replaced.

Manufacturer narrative:
The insulin pump was received with blank display due to corroded electronic assemblies. No alarming or vibrating noted. Device was received with corroded motor home switch and corroded battery tube. Unit received with cracked battery tube threads, cracked case corner of the belt clip rails near the battery compartment and minor scratches on lcd window.